Event description:
Add'l info rec'd from rptr 8/19/02: the pump has been replaced several times because of electrostatic discharge which caused it to completely shut down with no alarm or warning. The device therefore is not infusing. The MFR has not reported the problem. Rptr called MFR several times to discuss this, the fact that it doesn't alarm when the insulin is out, repeated high blood sugars when pump still has 30 units of insulin left in it. After the reservoir is refilled, blood sugars go down. When these problems were reported (4 pumps replaced) they were treated as "non issues". While rptr waited for the replacement, they had no backup pump for them to use. Rptr feels MFR should have coordination between them and the drs so pts have functioning pumps at all times. Rptr feels this doesn't matter to MFR since MFR sends the same kind of malfunctioning pump as a replacement. MFR specifically created a model 508c for problems encountered with low reservoir volume without alarm, however MFR is sending the model 507c to replace another 507c. This happened twice in 2001, after the 508c was created. In 2002 rptr experienced severe hypoglycemia with disorientation and vomiting. They were taken to the e.r. Via ambulance and was treated by a dr. Medtronic's dr was notified but did not report incident. E.r. Dr sent pt home without backup shots or pump. Another dr put rptr on backup shots. The drs at the hosp are telling pts that pre-meal blood sugars over 250 mean that pt is well controlled and if one doesn't have a blood sugar in range they are brittle or noncompliant and have other issues that cannot be controlled. They refuse to take any info regarding the pump. They refuse to discuss it. A hosp official talked to rptr and said that their office will not investigate. Another clinical official states "as with any medical device the minimed insulin pump malfunctions on occasion. There is no data in the medical literature regarding the incidents of pump failures with respect to brandname or MFR. Rptr believes the minimed pump is killing people or making them have control problems that will cause them to have devastating complications later in life." Rptr looked at the medwatch database and saw only reports of user error. The first time they looked there were no reports, then suddenly there were 17. Rptr feels that medtronic is not reporting problems properly. Rptr called MFR multiple times, medtronic did nothing. Rptr states that they called FDA and has yet to hear from them. Rptr feels this is an emergency issue and people have died because of this problem. Certrified diabetes educator, who wrote a book on the pumps (disetronic and minimed) put an article on the internet at (www.diabetesmall.net/diabetes-technology/insulinpump-minimed.php) which details problems with the minimed pump including electrostatic discharge. He assisted minimed with its pump therapy program.

Event description:
Add'l info rec'd from rptr 8/19/02: the pump has been replaced several times becuase of electrostatic discharge which caused it to completely shut down with no alarm or warning. The device tehrefore is not infusion. Hte MFR has not reported the problem. Rptr called MFR several times to discuss this, hte fact that it doesn't alarm when the insulin is out, repleated high blood surgars when pump still has 30 units of insulin left in it. After the reservoir is refilled, blood sugars go down. When these problems were reported (4 pumps replaced) they were treated as "non issues." While rptr waited for hte replacement, they had no backup pump for them to use. Rptr feels MFR should have coordination between them and the drs so pt's have functioning pumps at all times. Rptr feels this doens't matter to MFR since MFR sends the same kind of malfunctioning pump as a replacement. MFR specifically created a model 508c for problems encountered with low reservoir volume without alarm, however MFR is sending the model 507c to replace another 507c. This happened twice in 2001, after the 508c was created. In 2002 rptr experienced severe hypoglycemia with disorientation and vomiting. They were taken to the ER via ambulance and was treated by a dr. Medtronic's dr wsa notified but did not report incident. ER dr sent pt home without backup shots or pump. Another dr put rptr on backup shots. The drs at the hosp are telling pts taht pre-meal blood sugars over 250 mean that pt is well controlled and if one doesn't have a blood sugar in range they are brittle or noncompliant and have other issued that cannot be controlled. They refuse to take any info regarding the pump. They refuse to discuss it. Hosp official talked to rptr and said that their office will not investigate.

Event description:
Add'l info rec'd from rptr 8/19/02: the pump has been replaced several times because of electrostatic discharge which caused it to completely shut down with no alarm or warning. The device therefore is not infusing. The MFR has not reported the problem. Rptr called MFR several times to discuss this, the fact that it doesn't alarm when the insulin is out, repeated high blood sugars when pump still has 30 units of insulin left in it. After the reservoir is refilled, blood sugars go down. When these problems were reported (4 pumps replaced) they were treated as "non issues". While rptr waited for the replacement, they had no backup pump for them to use. Rptr feels MFR should have coordination between them and the drs so pt's have functioning pumps at all times. Rptr feels this doesn't matter to MFR since MFR sends the same kind of malfunctioning pump as a replacement. MFR specifically created a model 508c for problems encountered with low reservoir volume without alarm, however MFR is sending the model 507c to replace another 507c. This happened twice in 2001, after the 508c was created. In 2002 rptr experienced severe hypoglycemia with disorientation and vomiting. They were taken to the ER via ambulance and was treated by a dr. Medtronic's dr was notified but did not report incident. ER dr sent pt home without backup shots or pump. Another dr put rptr on backup shots. The drs at the hosp are telling pts that pre-meal blood sugars over 250 mean that pt is well controlled and if one doesn't have a blood sugar in range they are brittle or noncompliant and have other issues that cannot be controlled. They refuse to take any info regarding the pump. They refuse to discuss it. A hosp official talked to rptr and said that their office will not investigate. Another clinical official states "as with any medical device the minimed insulin pump malfunctions on occasion. There is no data in the medical literature regarding the incidents of pump failures with respect to brandname or MFR. Rptr believes the minimed pump is killing people or making them have control problems. That will cause them to have devastating complications later in life." Rptr looked at the medwatch database and saw only reports of user error. The first time they looked there were no reports, then suddenly there were 17. Rptr feels that medtronic is not reporting problems properly. Rptr called MFR mulitple times, medtronic did nothing. Rptr states that they called FDA and has yet to hear from them. Rptr feels this is an emergency issue and people have died because of this problem. Certified diabetes educator who wrote a book on the pumps (disetronic and minimed) put an article on the internet at (www.diabetesmall.net/diabetes-technology/insulinpump-minimed.php) which details problems with the minimed pump including electrostatic discharge. He assisted minimed with its pump therapy program.

Event description:
Rptr has experienced control problems for mos due to minimed pump. Rptr would fill the pump and when fill level would get below 30 units of insulin, blood sugar would go up to 250 almost to 300. Over the last month, rptr would have blood sugar fluctuations every other day. Rptr summarizes problems as (1) would change the pump when bs 288, 205, 218 and within 3-4 hrs. Bs would be 73, 50, 50 respectively. (2) tech support was not satisfactory. They would blame the report for the problems or refer the rptr to their dr yet never admit pump was the problem. Tech support did replace the pump however the pump looked battered. One pump had a door that was loose and would not close. Other pumps looked dirty with tight or loose components. Another pump would not work. (3) pump would turn off without warning or alarm. Rptr had no clue pump was off. Problems resulted from poor control, including cognition changes, difficulty walking, exacerbation of other illness, emergency room visits. Rptr also had difficulty with minimed during transition to back up method including accessing their endocrinologist for back up regime.